Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has experienced several syncopal events, and has sustained bruising as a result of the falls. It is unclear of this is device related or not. The patients physician changed the medications which has alleviated the syncope. To date, no additional adverse patient effects have been reported.